Manufacturer narrative:
Additional information received from the patient¿s spouse that when it was time to have the device replaced it was noted the leads had become infection. The device system was explanted and the patient was discharged to home with a life vest and six weeks of intravenous antibiotic therapy. The family member stated that without the cardiac resynchronization therapy device implanted the patient developed congestive heart failure. The patient coded at home and was taken to the hospital. While an inpatient, the patient coded again which was believed to be due to aspiration but per the family it was due to the patient¿s heart. A temporary external pacemaker was utilized and while waiting for implant of the permanent system the patient died. Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2005; 4076-52 lead, implanted: (B)(6) 2005. This event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). Concomitant products: 4194 implantable pacing lead (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2005.